Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging busted blood vessel in eyes, nose bleeds, sinus infection. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging busted blood vessel in eyes, nose bleeds, sinus infection. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found a black tar-like substance was located on the blower which is consistent with sound abatement foam degradation. The manufacturer visually inspected the device internally and found dust contamination in the blower assembly. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that sound abatement foam degradation and breakdown were visibly observed in the base unit. Sound abatement foam degradation was found throughout the blower box. Presence of contamination in the air path was confirmed. Section h6 were updated in this report.